Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). Final analysis found that the lead was returned in two pieces. The inner insulation was abraded at 3.0 cm to 3.7 cm and 5.0 cm to 7.5 cm from the tip electrode.